Manufacturer narrative:
The reported events of post-op dislodgement, and failure to capture were not confirmed. The reported event of damaged helix was confirmed. Visual inspection noted helix was not within specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, including vibration, temperature, and output testing found no anomaly contributing to capture problem.

Event description:
It was reported, during follow up prior to being discharged after initial leadless pacemaker (lp) implantation, a loss of capture was observed. Diagnostic imaging was performed and a dislodgement of the lp into the right atrium was observed as well as damage to the helix. The lp was explanted and a new lp was implanted to resolve the event. The patient was stable.